Manufacturer narrative:
During follow-up, the patient reported there were no defects, problems, or malfunctions with the catheters. He said he gets uti's over the years even though he cleans his hands and the insertion area before catheterization routinely.

Event description:
Intermittent catheter patient (user) said he was treated in the hospital for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient reported he visited the hospital to be treated with intravenous (IV) antibiotics for several hours, then he left and obtained antibiotics, cipro, prescribed by his doctor at a pharmacy. He took the full course and recovered completely.